Event description:
It was reported that the insulin pump was exposed to fluid. Customer stated that there was fluid under the liquid crystal display screen. Customer stated went to the pool wearing the insulin pump. Customer's blood glucose was 170 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. No moisture damage noted on screen on electronic assembly.(B)(4)